Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tsv implant with fracture mount hex and screw were returned for investigation. Visual evaluation of the returned product identified implant mount hex fractured. Implant damage also identified most likely from the removal process. The device was located on tooth site #28 and the reported issue occurred during placement. The reported event could not be recreated due to the nature of the dental device and event (fracture). X-ray or picture image was not provided by customer. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the implant mount broke and part of mount was stuck into the implant. Cylinder part of the broken mount could not be removed. Implant trephined and removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that the implant mount broke and part of mount was stuck into the implant. Cylinder part of the broken mount could not be removed. Implant trephined and removed.